Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available. This event is related to medwatch report # 8010762-2013-00183.

Event description:
It was reported that during the setup of a circuit, a hairline crack was noted on the arterial outlet of an oxygenator at approximately 3-6 o'clock. This device had been primed but not used on a patient. Instead, a second device was used for eleven days prior to the patient being weaned from therapy. The chief of perfusion believes this device may also contain a hairline crack on the arterial outlet. This report is for the first device. Ref: (B)(4).